Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121629 or k121057. MFR date unknown as lot # is unknown. Summary of investigational findings: patients medical records are unknown and no imaging is provided. Therefore, no conclusion can be drawn based on the incomplete information provided on the significant physical personal injuries directly and proximately caused by the ivc filter, which patient allegedly suffered approx. 2 months after placement of a celect filter, because the filter became "imbedded, tilting, migrating, fracturing, perforating [pt], and/or otherwise becoming irretrievable." Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. IFU, contraindications: megacava (diameter of the ivc > 30mm) filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015. On or around (B)(6) 2016, [pt] suffered significant physical personal injuries directly and proximately caused by the aforementioned ivc filter becoming imbedded, tilting, migrating, fracturing, perforating [pt], causing blood clots, becoming occluded, failing to prevent a pulmonary embolism and/or otherwise becoming irretrievable or resulting in the need for a complicated retrieval procedure." Patient outcome: it is alleged that "as a direct and proximate result of these injuries, [pt] has incurred and will incur medical expenses in the future, has endured and will endure pain and suffering and loss of enjoyment of life, and [pt] has otherwise been damaged in a personal and pecuniary nature."

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported pain, dvt, anxiety, stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: pain, dvt, stress, anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121629 or k121057. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015. On or around (B)(6) 2016, [pt] suffered significant physical personal injuries directly and proximately caused by the aforementioned ivc filter becoming imbedded, tilting, migrating, fracturing, perforating [pt], causing blood clots, becoming occluded, failing to prevent a pulmonary embolism and/or otherwise becoming irretrievable or resulting in the need for a complicated retrieval procedure." Patient outcome: it is alleged that "as a direct and proximate result of these injuries, [pt] has incurred and will incur medical expenses in the future, has endured and will endure pain and suffering and loss of enjoyment of life, and [pt] has otherwise been damaged in a personal and pecuniary nature."

Manufacturer narrative:
Exemption number: e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer. MFR site: name and address for importer site: (B)(4). Additional information- investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect: pe, thrombus, vc perforation, embedded, tilt, migration, fracture, difficult removal - updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc filter thrombus, or clot in ivc filter, is an outcome where the filter has either entrapped a clot that has embolized from an upstream source, such as a deep vein thrombus, or where a clot has formed on or within the filter. Filter thrombus can either resolve through the process of thrombolysis, remain stationary without subsequent sequelae, or alternatively provide a nidus for additional clot formation. The presence of a filter thrombus could preclude the removal of the filter during a retrieval process due to potential dislodgement of the thrombus which could cause a downstream occlusive event, e.g. Pulmonary embolism. Ivc filter thrombus is documented by ultrasound (us), CT, mr imaging or venography. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Product catalog and lot# are unknown, but the celect filter is manufactured/inspected according to specifications. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
Additional information received identified that per the (B)(6) 2016, retrieval report (successful): "procedure: endobronchial forceps were advanced through the sheath and multiple attempts to grab the tip of the inferior vena cava filter were made. After multiple attempts of removing scar tissue and grabbing various portions of the filter, the decision was made to use additional endobronchial forceps from the right groin. The additional endobronchial forceps were advanced into the 16-french sheath and then used to grasp the filter from below. The filter was retracted downwards in order to free the tip of the filter from the wall of the inferior vena cava. Then using a combination of both endobronchial forceps, the hook of the inferior vena cava filter was grasped from the endobronchial forceps from above. The sheath was advanced over the inferior vena cava filter and the filter was pulled into the sheath. Then, radiographs of the chest were performed which demonstrated that there was an additional inner strut of the inferior vena cava filter which had migrated to the left pulmonary artery. Therefore, an angled pigtail catheter was advanced through the right groin sheath and into the left pulmonary artery. Utilizing a 15 mm gooseneck snare, the strut which was embolized to the pulmonary artery was successfully retrieved. Multiple attempts were made to retrieve the 3 additional struts that were seen on preprocedural chest x-ray with a combination of a gooseneck snare and micro snare. These efforts proved to be unsuccessful. Therefore, both 16-french sheaths were removed, and hemostasis was achieved with manual compression. Discussion: the inferior vena cava filter and strut were sent for pathology. Impression: successful removal of a cook select inferior vena cava filter as well as successful snaring of an embolized strut. Retrieval of the previously embolized struts which were seen on chest x-ray prior to our procedure was attempted; however, proved to be unsuccessful".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device explant on or around (B)(6) 2017, exact date is unknown. Patient code: thrombus (2101), listed in IFU; this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113.

Event description:
Patient received implant via the right common femoral vein. Filter explanted on or around (B)(6) 2017, the specific date is unknown at this time. Per ir ivc filter removal, dated, (B)(6) 2016, "an ivc gram was performed showing proper placement of ivc filter 1nithout evidence of throrrbus present w1th1n the inferior vena cava. Multiple attempts were made using a snare device to retrieve the previously placed filter which \ "'3s unsuccessful the tip of the filter was below the junction of the left renal vein which made retrievable not possible.". Per ir ivc filter removal dated (B)(6) 2018, "initial ivc venography and left renal venography showed a widely patent vein without stenosis. There is a ivc filter located just below the left renal vein with several legs protruding outside the ivc. Additionally there is fibrous/scar tissue along the left lateral aspect of the ivc colon. Despite multiple techniques and access from above and below and multiple attempts, the ivc filter could not be removed. Final venography showed a small thrombus involving the cone of the ivc filter which was not flow-limiting". Per pathology report date (B)(6) 2018, "specimen labeled ivc filter is received fresh and consists of a silver metal medical device shaped like the support elements of an umbrella, 5.4 cm in length, 0.3 cm in diameter. No sections are submitted."

Event description:
Patient allegedly received an implant as prophylaxis prior to spina surgery. Patient alleges migration, tilt, vena cava perforation, fracture (3 fractured struts remain in situ), device unable to be retrieved, embedment, thrombosis in ivc, post implant pain and dvt. Patient notes and further alleges to experience, "I am not certain which specific symptoms or bodily injuries I may have suffered as a result of the cook inferior vena cava filter. I am relying on the experts that will be retained by my lawyer to determine this information. However, the filter perforated the vena cava, lungs, and renal artery, it also migrated, embedded, and fractured; and caused thrombosis in the ivcf. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries." Additionally noted, "I try and swim every day and try to walk in the pool to get some exercise. However, I can not shave or cut my toe nails and can¿t change on my own and require assistance. I use a cane since my balance is not good and get walk around but with severe pain."

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Device code: appropriate term/code not available (3191)- device perforation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113.